Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie pocket failure, unable to open, the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie pocket failure, unable to open, the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected and discovered that the drawer 4.1 was found stuck open. The drawer was removed and the slide rail repaired. After reboot and testing, the drawer still had difficulty opening and closing. A replacement drawer was requested, and the customer was informed. Upon rechecking, the drawer rails were confirmed to be functioning properly. Further testing revealed an issue with the position sensor, which was replaced. Diagnostics were run and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.